Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range impedance measurements. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).